Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips evaluated with no defect found. Most likely underlying root cause of malfunction: foreign material on strip connector. Manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that when she had the lo blood results she was feeling shaky and weak. Customer states that she took some glucose tables and now she is feeling fine. Customer requires no medical attention. The customer's expected blood result is 60-70mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened for 3 weeks. Reviewed meter memory: (B)(6). Customer is concern with the lo blood results that was taken on (B)(6) 2016 at 11:11am. Customer is a hypoglycemic patient. The lo blood results happen 2 days ago and she have not use the meter since she got the lo blood result.